Event description:
Customer reporting 3 suspect false positive flu b results. Customer states the patients are asymptomatic and 1 patient was rerun on a different instrument with a negative result. No confirmation testing was performed on the other 2 patients. Report 1 of 3.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.